Event description:
Reportedly, automatic ventricular polarity changes to unipolar occurred due to 2x abnormal impedance changes on (B)(6) 2025. Automatic atrial pacing mode changed to vvi due to 2x abnormal impedance measurements on (B)(6) 2025. Both impedances are >3000 ohms. No ventricular capture at max output, no atrial sensing. Cycles in v noise: 138 and sustained v salvos with v noise suspicion: 2974. Only v noise episodes recorded occurred in the morning of clinic check on (B)(6) 2025. Physician stated that previous 2x clinic follow ups were good, with normal device function and no abnormalities.

Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported event. The review of the patient files revealed abnormal electrical behavior: -abnormal atrial and ventricular impedance values were recorded by the device. Noisy ventricular egm, possibly attributable to myopotentials (unipolar programming). The ventricular impedance curve has shown persistently elevated values (=3000ohms) since at least (B)(6) 2025 (no earlier data available). Evidence of far-field sensing and crosstalk, may suggest an issue with both atrial and ventricular leads position (leads dislodgement) the atrial pacing spikes sensed by the ventricular lead, may potentially be related to a high atrial pacing output. The origin of these abnormal electrical values remains unknown. Based on the available data, the issue could be located at the lead(s) level but cannot be confirmed with certainty, as the leads were not returned for investigation. Therefore, the exact root cause could not be determined. This case is retained and utilized for trending purposes.

Event description:
Reportedly, automatic ventricular polarity changes to unipolar occurred due to 2x abnormal impedance changes on (B)(6) 2025. Automatic atrial pacing mode changed to vvi due to 2x abnormal impedance measurements on (B)(6) 2025. Both impedances are >3000 ohms. No ventricular capture at max output, no atrial sensing. Cycles in v noise: 138 and sustained v salvos with v noise suspicion: 2974. Only v noise episodes recorded occurred in the morning of clinic check on (B)(6) 2025. Physician stated that previous 2x clinic follow ups were good, with normal device function and no abnormalities.

Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the units related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported event. The review of the patient files revealed abnormal electrical behavior: abnormal atrial and ventricular impedance values were recorded by the device. Noisy ventricular egm, possibly attributable to myopotentials (unipolar programming). The ventricular impedance curve has shown persistently elevated values (=3000ohms) since at least (B)(6) 2025 (no earlier data available). Evidence of far-field sensing and crosstalk, may suggest an issue with both atrial and ventricular leads position (leads dislodgement) the atrial pacing spikes sensed by the ventricular lead, may potentially be related to a high atrial pacing output. The origin of these abnormal electrical values remains unknown. Based on the available data, the issue could be located at the lead(s) level but cannot be confirmed with certainty, as the leads were not returned for investigation. Therefore, the exact root cause could not be determined. This case is retained and utilized for trending purposes. Correction of the h6 health effect impact code: replacement of no health impact by surgical intervention.

Event description:
Reportedly, automatic ventricular polarity changes to unipolar occurred due to 2x abnormal impedance changes on (B)(6) 2025. Automatic atrial pacing mode changed to vvi due to 2x abnormal impedance measurements on (B)(6) 2025. Both impedances are >3000 ohms. No ventricular capture at max output, no atrial sensing. Cycles in v noise: 138 and sustained v salvos with v noise suspicion: 2974. Only v noise episodes recorded occurred in the morning of clinic check on (B)(6) 2025. Physician stated that previous 2x clinic follow ups were good, with normal device function and no abnormalities.